Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had unrecoverable system error. Per sample evaluation results on 01may2026, the unrecoverable system error for this complaint looks like it was alarm 76 due to failed t3. Flow was established, but the target pressure was not reached, the circulation pump began to overload (100 percent), and the unit shut down.